Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received a temperature alarm. Reportedly, the pump was hot and customer was concerned that insulin would be damaged. There was no impact to the customer's blood glucose level.